Event description:
The hcp reported that the pump was prematurely explanted after 2 months. The device was explanted due to infection. A follow-up report will be sent when additional information becomes available.